Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
A patient reports their controller is not charging and during charging the battery charger had got hot and burned their finger.

Manufacturer narrative:
The returned device was evaluated and in the case description, the user mentioned that the controller was getting hot and would not charge. Visual inspection of the returned controller found no evidence of thermal exposure. Inspection of the charging port found no damages that would indicate overheating of the charging port. The charging cable and charging adapter were returned with the controller. Inspection of these components found no damages that would indicate overheating. On plugging in the controller with the returned adapter and cable into a power strip, the controller would not charge. The charging cable was replaced with a known good cable and the controller was able to charge with no issues. On plugging the cable into the computer and plugging in the controller, smoke began to flow out of the charging port of the controller. The usb-c end of the charging cable began started to melt during the investigation. The exact cause of the thermal event could not be determined. The issue associated with the reported event has been tracked internally and is currently under investigation. At this point in our root cause investigation, we have determined that an unintended resistive circuit is created inside the mated connectors. Possible causes for this condition are actively being investigated.